Manufacturer narrative:
After battery installation, both the left and go back keypad buttons were unresponsive plus the red notification led was constantly. After further review of the device's interior, there were signs of previous moisture presence along the bottom of electrical board especially on the battery connectors. Unable to perform the displacement, and self tests due to the unresponsive keypad buttons. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Not only that, the retainer ring partially detaches from the reservoir tube lip at the side. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's buttons were unresponsive. Customer's blood glucose level was 9.7 mmol/l. Customer reported that they were in a cruise and there was a drip of water inside the case. Customer reported that he had an insulin flow blocked error message. Customer tried to clear the alarm but the down arrow key was not responding. Customer was unable to clear the alarm. Customer removed the battery and inserted a new battery and the down arrow was not responding. Troubleshooting was done for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer was advised that the up or down button may be stuck. Customer stated that there was a response from a button. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.